Manufacturer narrative:
Date sent to FDA: 10/29/2020. Additional b5 narrative: it was reported that following insertion the patient experienced discomfort and abdominal pain.

Manufacturer narrative:
Date sent to the FDA: 12/7/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2018. It was reported that the patient experienced severe and chronic pain, extensive lysis of adhesions and multiple small bowel obstructions. No additional information is provided.